Event description:
It was reported the patient underwent a contraindicated procedure. Afterwards, the ipg was unable to communicate and was found to be inoperable. The system was explanted and replaced which addressed the issue.. Effective therapy was established post-op.